Event description:
International affiliate reports that revisions surgery was performed due to loosening of the set screw.

Manufacturer narrative:
Depuy spine has requested the return of the device for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.